Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Baxter's attempts to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 and 2367 alarm with the homechoice (hc) machine during therapy. The home patient (hp) was unable to answer any questions as the alarm occurred the previous night. The hp did not know what part of therapy she was in and stated she did notify her nurse of the alarm. The technical service representative (tsr) explained the alarm and advised the hp to call back if the hc alarmed again. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse confirmed the hp did notify her of the alarm. The nurse stated the hp did not know what may have caused the alarm to occur. The nurse stated the hp was able to resume therapy with new supplies and was doing well on therapy.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.